Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced bleeding at the neck incision. Physician made a third incision between the neck and ipg and used cautery to stop the bleeding. This resolved the issue.